Event description:
It was reported there was high right ventricular impedance (over 3000 ohms) and since two days prior to lead revision, sensing integrity counter was 2891 (lead oversensing). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was fractured. All the conductors have blood/body fluid (not obstructed). The outer tubing overlay ws meleted and the outer insulation had a breached cut. There is blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.